Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that electrode vapr s90, not work (will not ablate & will not coagulate) the complaint device was received and evaluated. Visual inspections revealed no anomalies on the tip and presented no signs of activation.the electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power and presented intermittent ablation and coagulation modes.the electrode was tested several times to ensure the malfunction. The reported failure can be confirmed. Device was sent to supplier for further evaluation. Supplier evaluation result for vapr s90: device was not returned in the original packaging, distal tip shows no signs of activation. No clear and visible damage noted, with the active tip of the device in an out of box condition. Closer inspection does show some signs of use, with what appears to be dried saline, the suction tube of the device shows traces of dried saline within, however, no visible debris or blockage visible, the device has also been returned with the clamp valve in the ¿open¿ position, no visible damage to handle, cable or plug.the electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, secondary capacitance, and hipot active-return), as a result the active continuity test was failed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. Measurements were performed in the next zones: plug to proximal end of crimp, across electrical crimp and distal end of crimp to active tip, as result the across electrical crimp, was failed.the device was functional testing using vaprvue generator (gml4854/2), the test included different values as a setting and the activation in ablate and coagulation failed. Supplier summary: the investigation substantiated the customer¿s claim that the device did not function, or ¿will not ablate & will not coagulate¿. A break in continuity across the electrical crimp was discovered. During the functional tests no activation at the distal tip was observed on either ablate or coag mode. After a period of 3 minutes pressing the ablate foot pedal the device still would not activate. The continuity between the plug pin and distal tip was re-measured and found to have reduced but was still out specification at 41.7ko. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle.a CAPA investigation CAPA was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. A manufacturing record evaluation was performed for the finished device lot/ serial number (B)(4), and no non-conformance were identified. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by affiliate in (B)(6) that during a labral repair surgery, it was observed that the vapr s90 4.0mm w/integr hdp -ea device was not able to ablate and it did not coagulate either. The procedure was completed using other devices. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.